Event description:
Customer reported a pt received epinephrine infusion 10 times the programmed rate for 1.5 minutes and they are requesting an event log review for programming. Pt had a coronary artery bypass graft x1 and aortic valve replacement on the morning of (B)(6) 2012. The pt was in the ICU post operative and sitting in a chair for the past 1.5 hours and at 00:58:30 on (B)(6) 2012 the cardiac index decreased so the nurse intended to increase the epinephrine drip (concentration of 16mcg/ml) to 0.04mcg/kg/min, but it was noticed 1.5 minutes later the dose was infusing at 0.4 mcg/kg/min. The ICU nurse reported she thought she pressed the zero key and felt the pump did not register the key press. The nurse quickly lowered the rate back down to 0.04 mcg/kg/min. There was no change in vital signs due to the increased rate. The customer reported chest tube blood output was 626 ml from 1500 to 0100 and just after 0100 the chest tube drained 1 liter and the pt started to bleed profusely. The ICU staff had to re-open the pt's chest to try and stop the bleeding and 6 units of blood was administered. The pt was sent back to the operative room and eventually died. The cardiac surgeon was unable to obtain the source of the bleed and does not think the increased epinephrine infusion was related to the bleed. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.